Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the y priming accessory near the luer connector. This type of connection is off-label use, as the access and return line of the set must be directly connected to the patient catheter without any device between the two components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage event was determined to be related to user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "y shaped tube" of a prismaflex m150 set five to six hours after the start of continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.